Event description:
On 12/18/96: cable doesn't work - further info na. On letter that was received in ra on 2/5/97, "a physician experienced some sparks when using this cord. Also please repair the cord's cut wire and top".